Manufacturer narrative:
Per the fsr, there also was no alert/alarm and there was no visible damage to the flow sensor. The fsr informed the user facility's biomedical engineer (biomed), and perfusion that the flow sensor needs to be replaced. The biomed has not replied to various emails from the fsr requesting resolution. The fsr was unable to complete the pm.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the flow sensor for the delphin stand-alone was not sensing flow. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified that the flow sensor was still not working. He replaced the flow sensor and completed corrective maintenance successfully. The unit operated to manufacturers specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the complaint effects were able to be duplicated. When attached to a centrifugal console and a fluid-filled loop, the flow readings showed 0 liters per minute (lpm) even when there were revolutions per minute (rpm) applied to the motor. Within the sensor, there was a darkened area on the sensor face that was not evident on a functional lab-use sensor. There was no other damage noted that was deemed a contributor to the complaint effects. No additional action will be taken at this time.